Event description:
It was reported the customer's insulin pump was malfunctioning. The customer stated they had received several alarms on their insulin pump. It was also found the customer's insulin pump had a high pitched beep that can only be resolved by removing the battery. Customer's blood glucose was 136 mg/dl. The customer was assisted with clearing their alarms, but the beeping noise was recurring. Troubleshooting could not perform a selftest as the customer was unable to exit out of the rewind process. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was monitored for five days and no audio anomaly or alarms were noted. The device passed self test. The insulin pump alarmed compromised force sensor system during the prime test due to faulty force sensor resistor. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)